Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller asked for help with MRI mode. Caller added that they needed to get a replacement device and lead in 2023 because in (B)(6) of 2022, they fell backwards in a chair and moved the leads and moved the implant.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot#: va1zsby, implanted: (B)(6) 2019, explanted: (B)(6) 2023, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 10-may-2023, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient just needed information due to scheduled MRI.

Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va1zsby; implanted: (B)(6) 2019 explanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.